Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in the calcified and severely tortuous external iliac artery. A 7.0mm x 100mm mustang balloon catheter was used for predilation of the lesion. The balloon was inflated twice,first inflation to 10atm and on the 2nd inflation the balloon ruptured at 15atm. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.